Event description:
A report was received that the patient had a failed trial procedure due to cerebrospinal fluid leakage. The lead was removed. Left leg weakness was reported by the patient after the procedure. The physician believed that it was not related to the device but was a result of the procedure and also believed that the patient had developed cauda equina syndrome. The patient was admitted and was administered with steroids. The patient¿s status was followed up after the steroid injections, and the patient claimed that she still had no feeling in the leg and refused any and all treatment. At this point, the neurosurgeon believed that it is a fabrication, if not, the patient¿s symptoms were made up.

Manufacturer narrative:
Additional information was received that there is no further course of action.

Event description:
A report was received that the patient had a failed trial procedure due to cerebrospinal fluid leakage. The lead was removed. Left leg weakness was reported by the patient after the procedure. The physician believed that it was not related to the device but was a result of the procedure and also believed that the patient had developed cauda equina syndrome. The patient was admitted and was administered with steroids. The patient¿s status was followed up after the steroid injections, and the patient claimed that she still had no feeling in the leg and refused any and all treatment. At this point, the neurosurgeon believed that it is a fabrication, if not, the patient¿s symptoms were made up.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial#: (B)(4), description: infinion 1x16 perc lead kit-50cm. The explanted leads were not returned to bsn as they were discarded by the medical facility.